Event description:
It was reported that the customer's insulin alarmed motor error and the drive support cap was protruded. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose drive support disk and cracked case at display window corners. However, unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.